Event description:
It was reported that during a laparoscopic esophagectomy procedure, the jaws got lodged the tissue when the device was released. The event occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: please clarify what is meant by the jaws got lodged the tissue when the device was released? -according to the sales rep, the trigger did not return to the home position smoothly. Was there an issue with opening the jaws after the device was fired? -although the jaw had a difficulty in opening, the jaw could open. Did the surgeon try to pull the trigger from the handle? -no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? -no information. How was the device removed? -the jaws opened. Was there any tissue damage? -no. If so, how was it repaired? -n/a. What type of procedure was being performed? -esophagectomy. What type of structure was the device being fired across? -no information (around the esophagus). Which firing did the incident occur on? -no information. Were there any feeding issues experienced with the device? -no information. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? -no information, but there was no difficulty in firing.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended but at each firing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. In addition the device locked out as intended. A design change was implemented to minimize the occurrence of opening issues. Please note the returned device was manufactured prior to the implementation of this change. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. The jaws open and closed as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j9108x, expiration date: 03/2017, manufacturing date: 04/2012.